Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pneumothorax could not be conclusively determined. Per the IFU, pneumothorax is a known risk with the use of this device.

Event description:
During an ICD implant procedure, a pneumothorax occurred. The pneumothorax was diagnosed during a follow up visit the day after the procedure. There was no intervention necessary and the patient was in stable condition. There were no performance issues with any abbott device.